Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer was hospitalized due to high blood glucose. The customer was treated with insulin drip. Prior to the event, the customer was already at the hospital to have a heart procedure. The physician was unable to continue with the procedure because the patient's blood glucose level was too high. The blood glucose reading at the time of the event was 814 mg/dl. No further information was provided.